Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was told by their nurse to increase stimulation and was set to 4.5 at the time of the call, but was experiencing a burning sensation from the wires. The patient was advised that stimulation should not be uncomfortable, but the patient wanted to wait to talk to their nurse the next day. The patient also did not think that the therapy was providing relief because the patient was not seeing improvement during sleeping hours. In a second call the patient reported that they were experiencing pain at the incision site where the leads were. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.